Manufacturer narrative:
Upon inspection of a returned tray on (B)(6) 2019, it was identified that a joint decortication instrument was tagged with a "broken - do not use" flag. Complaint details were retrieved and it was reported that the distal tip of the instrument broke during decortication. The physician decided that there was not a good, safe way to extract the broken distal tip of the instrument as it was wedged into the joint, so he decided to leave the piece and implant the screw rather than attempt to remove it and risk any other complication. There were no additional complications reported. A visual assessment of the returned device confirmed that the distal tip of the instrument was broken and missing, as reported by the complainant. A DHR review was performed and there were no manufacturing anomalies. The device met all required specifications prior to initially being released to distribution. A joint decortication instrument has a blade that can be extended and retracted to decorticate the si joint. If excess rotational force was applied to the instrument, it could result in the blade breaking. If the blade of the joint decortication instrument was extended further than required it could create increased resistance when the instrument is rotated, which may result in a broken blade.

Event description:
Upon inspection of a returned tray on (B)(6) 2019, it was identified that a joint decortication instrument was tagged with a "broken - do not use" flag. Complaint details were retrieved and it was reported that the distal tip of the instrument broke during decortication. The physician decided that there was not a good, safe way to extract the broken distal tip of the instrument as it was wedged into the joint, so he decided to leave the piece and implant the screw rather than attempt to remove it and risk any other complication. There were no additional complications reported.